Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a peritoneal leak coincident with peritoneal dialysis (pd) therapy. The peritoneal leak was located on the left side of the peritoneum. The cause of the peritoneal leak was unknown. The patient reported the peritoneal leak was not a pre-existing issue. The patient was hospitalized for the event. The peritoneal leak was surgically repaired and "patched up" during the hospitalization (date unknown). The patient was discharged from the hospital two days after diagnosis. The patient was on hemodialysis (hd) while hospitalized and was expected to resume pd therapy two days after discharge. The patient was still recovering from the peritoneal leak and surgical repair at the time of this report. The patient provided all known and available information.